Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 4, 2020 and may 8, 2020. They reported they were still waiting to meet with a manufacturer representative (rep) to get their device calibrated so they could get stimulation where they need it. It was reviewed they would need to reach out to their doctor's office and/or the rep to schedule an appointment now that their doctor's office had reopened. They said they would contact their doctor's office to get an appointment scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with a rep on(B)(6). The patient said the new program was much better, plus she only had to charge every 3 days which was really nice. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was not able to get reprogramming in march 2020 due to the covid-19 shutdown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. Information was reported that the patient said that she does not get quite get the relief she was hoping for. The patient said that they weren't able to get the leads as far as they hoped because of scar tissue from her back surgery. The patient said "I'm ok with it." The patient mentioned that she can definitely feel the difference when her ins is off and she is appreciative for the benefits of the therapy. No further complications were reported. No additional patient symptoms were reported. On 2020-mar-11, additional information was received from the patient reporting that they fell and shoved their leads farther up their spine. They don¿t know how they did it, but the leads were now in a place where the surgeon originally wanted them. They stated that they had never got the relief they got in the trial, and reported that it was a ¿good fall occurring about a month ago ((B)(6) 2020).¿ the patient further shared that the surgeon couldn¿t get the leads to the ideal place due to scar tissue from a back surgery. The patient confirmed no revision was planned and they stated that a healthcare provider (hcp) was going to do a recalibration. The patient clarified that the recalibration meant that reprogramming was planned to help optimize therapy. No further complications were reported/anticipated.